Manufacturer narrative:
The flow coupler device was not returned for evaluation. No product was returned for evaluation. A review of the device history record was not possible since the device size and lot number was unavailable.

Event description:
Same reporter as the following manufacturer report numbers, but separate events: 2183620-2010-0041. On (B)(6)2010, physician was performing diep breast reconstruction using a flow coupler of an unk size. Physician reported that after completion of the anastomosis, initially the device was okay, but then the probe wire caused the vessel to turn in a way that occluded venous flow. Physician reported that the flap started to change color and the monitor stopped picking up sound. After trying to manipulate the wire with no success, physician cut out the anastomosis and placed a second flow coupler on the same vein. Physician reported that the same issue occurred with this second flow coupler. Physician pulled the probe wire on the second flow coupler device and left the coupler rings implanted.